Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited intermittent noise and oversensing in three different episodes, resulting in inappropriate atrial tachy response (atr) episodes. Technical services (ts) reviewed noting one of the episodes appeared to be due to a possible medical procedure or electromagnetic interference (emi). It was noted that this patient had been experiencing shortness of breath for the past three months. Ultimately, this ra lead was surgically abandoned due to product performance issue. A new ra lead was implanted and remains in service. No additional adverse patient effects were reported.